Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. The pump successfully powered on to the ¿verify¿ screen. The keypad buttons were responsive to button presses. The pump was able to successfully lock and then unlock and emit the appropriate lock alarms.

Event description:
The reporter contacted animas on (B)(6) 2013 and alleging a button/keypad issue. The reporter stated the pump would lock without user intervention and could not use the keypad buttons to unlock the pump. The reporter also alleged the pump would cancel boluses without button presses. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.